Manufacturer narrative:
(B)(6). Investigation: seventeen samples were received for evaluation by one of our quality engineers. They do have the packaging flow wrap. They all have the plunger rod-rubber stopper, tip cap and saline solution. The barrel label confirms the lot# 7208540. They all have the flange damaged therefore failure mode is verified. The plunger rod labeler equipment possibly experienced a variation. Adjustments have been verified. Additionally, a CAPA (corrective action preventive action) has been opened to address this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review was completed and there was no documentation of issues for the complaint of batch 7208540 during this production run. Investigation comments: all our inspections performed while manufacturing this batch were accepted; no rejections were documented. Update (B)(6) 2018. Seventeen samples were received. They do have the packaging flow wrap. They all have the plunger rod-rubber stopper, tip cap and saline solution, the barrel label confirms the lot# 7208540. They all) have the flange damaged. Product within specification? Yes/ no. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There was no issue documented about barrel/flange damaged. Root cause. The plunger rod labeler equipment possible experienced a variation; anyway, adjustments have been verified. CAPA (B)(4) has been opened.

Event description:
It was reported that a flange on a 10 ml bd posiflush¿ normal saline syringe was broken. There was no report of exposure, injury or medical intervention.